Manufacturer narrative:
The reported lot# 9179779 was not found for the catalog number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd vacutainer® multiple sample luer adapter. The following information was provided by the initial reporter, "blood leaked from the defect adapter."

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. Evaluation of the customer samples was performed and leakage was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that leakage occurred during use with a bd vacutainer® multiple sample luer adapter. The following information was provided by the initial reporter, "blood leaked from the defect adapter."